Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor had a patient who was treated with a yag for z-syndrome, but he had to explant the lens. Reportedly, meticulous cortical clean up and capsular polishing were not performed during the original surgery, and the doctor had also changed the patient's steroid drop regimen. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to b+l for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.